Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they tried to clear the alarm but it did not work. Customer was not pressing the button for 3 minutes or longer. Customer uses an energizer alkaline battery. Customer had to discontinue pump use and is following their medical prescription for insulin shots until a replacement arrives. No further details given.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, broken belt clip slot, and scratched reservoir tube window.